Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box failed to reveal evidence of a battery life issue. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, two battery compartment cracks were observed. The battery cap threads were damaged. The returned cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.